Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.